Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported clinic and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been to the clinic with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while wearing the pod longer than 48 hours. It was also reported that the pod fell off the infusion site. The patient also was throwing up. The doctor gave the patient a correction value as well as a ketones correction value, insulin shot and got ketones strips to get checked every 3 hours. The patient was released the same day. The pod was not worn when seeking medical attention.